Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure for gastrointestinal bleed performed on (B)(6) 2025. According to the complainant, during the procedure, the clip would not release from the catheter after all deployment steps were completed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.